Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Customer's blood glucose level was not impacted. Contact stated that they are receiving back up therapy from the hospital. Customer was hospitalized due to an issue not related to this reported issue.